Event description:
It was reported that during embolization procedure at posterior communicating artery, a coil protruded to parent vessel, the physician tried to adjust the coil several times and the proximal area of the coil got stretched, then the physician tried to withdraw the coil and found the coil was prematurely detached. The physician used the subject guidewire to guide microcatheter to pass the lesion and deployed a stent to press the stretched coil. The subject guidewire was unable to advance even after twisted to adjust. The physician withdrew the guidewire and found it fractured. Then the physician used a snare device to take the detached coil and along with the guidewire(subject device) and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is most likely that anatomical or procedural factors resulted in the broken and fractured guide wire . While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during embolization procedure at posterior communicating artery, a coil protruded to parent vessel, the physician tried to adjust the coil several times and the proximal area of the coil got stretched, then the physician tried to withdraw the coil and found the coil was prematurely detached. The physician used the subject guidewire to guide microcatheter to pass the lesion and deployed a stent to press the stretched coil. The subject guidewire was unable to advance even after twisted to adjust. The physician withdrew the guidewire and found it fractured. Then the physician used a snare device to take the detached coil and along with the guidewire(subject device) and completed the procedure successfully. There were no reported clinical consequences to the patient.